Manufacturer narrative:
(B)(4). Date sent: 7/16/2025.

Event description:
It was reported that a patient with history of small bowel obstruction underwent exploratory laparotomy, small bowel resection x2 with one antimesenteric mid-small bowel anastomosis and one isoperistaltic terminal ileal anastomosis, appendectomy, drainage of intra-abdominal abscess, and insertion of posterior rectus sheath local anesthetic catheters. Operative note indicates ¿thick congenital adhesive band causing small bowel obstruction with infarcted segment of terminal ileum and mid-small bowel which was perforated focally.¿ report further indicates ntlc75 was used for resections and the isoperistaltic anastomosis was hand sewn. The anti-peristaltic anastomosis was performed with firings of the ntlc75. The common enterotomy was closed with the ntlc75 and ¿just at the crotch of the stapler, the firing had not completely gone through and there was a small opening¿ which was oversewn along with the entire staple line. Postop day one, patient became hypotensive and tachycardic and CT demonstrated signs of leakage from the proximal anastomosis and subsegmental pulmonary embolism. Patient was returned to the operating room and underwent an exploratory laparotomy, extensive drainage of intra-abdominal and subphrenic abscesses, and re-resection of small bowel anastomosis with side-to-side handsewn anastomosis. Surgeon observed the proximal anastomosis and noted ¿the bowel was very distended and because of the distention it appears there was distention it appears there was some tension on the crotch of the side to side staple anastomosis, and that is where the hole was.¿ this area was resected with two firings of the ntlc 75 and a new anastomosis was hand sewn. Patient required ICU admission with a course of intravenous antibiotics and was intubated for 6 days. On post op day 8, CT showed a new small bowel perforation at the level of the distal jejunum, with evidence of new early intra-abdominal complex collection formation and he underwent an exploratory laparotomy with primary suture anastomotic repair and intra-abdominal washout, with placement of two jp drains (at the paracolic gutter and anastomotic site). Patient received 1 unit of prbcs during the procedure and was released after one month. It caused or contributed to a serious injury. It caused or contributed to the need for additional medical or surgical intervention. There were patient consequences noted - leak and re-ops.

Manufacturer narrative:
(B)(4) date sent 7/8/2025 d4 batch # unk b3: only event year known: 2021. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.